Event description:
The pt was seen at the center for treatment of an infection (staphylococcus aureus). The pt underwent an anterior-inferior myringotomy and effusion removal, and a pe tube was reportedly placed in 2006 to treat the infection. A decision was made to explant the device. The pt's device was explanted.